Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: forceps elevator burn, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip and for peeled adhesive around objective lens and light guide lens, the most probable cause of the complaint is traced to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited burnt forceps elevator and peeled adhesive around objective lens and light guide lens. There was no patient involvement.